Manufacturer narrative:
Concomitant product : 6947 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead threshold rose, there was no capture, and the lead slack had pulled back. The lead was capped and replaced. No patient complications have been reported as a result of this event.